Manufacturer narrative:
The manufacturer previously reported of a ventilator that was returned to a third-party service center for service. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at third-party service center, a "ventilator inoperative" alarm was identified. The device's internal li-ion battery needs to be replaced to address the issue. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.

Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the third-party service center, a ventilator inoperative error was discovered in the device's event log, but evaluation is not complete. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the service center's investigation is complete.